Manufacturer narrative:
Other relevant device(s) are: product ID: 9734643, serial/lot #: unknown. No patient involved. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that upon boot the axiem box was not communicating. Troubleshooting was performed. Technical services removed the side panel and reseated the power switch cable, the axiem box then booted up and displayed a "7". Issue resolved. No patient present.